Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Additional associated products & mdrs: 42522000610 articular surface fixed brg cruciate retaining rt 10 mm lot# 64160140 MDR: 3007963827-2022-00159. 42502807002 femur trabecular metal cruciate retaining std porous lot# 64025250 MDR: 0001822565-2022-01685. 42532008302 tibia cemented 5 degree stemmed right size h lot# 63931209 MDR: 3007963827-2022-00160.

Event description:
Patient had tka with dr (B)(6) -standard primary with cone. Screw below implant that couldn¿t be removed so no stem used. Patient had become very unstable laterally so came for revision approximately 3 years post implantation. Once opened up we found poly had be smashed on the posterior medial corner. It was hypothesised that maybe the tibial tray was kicked into too much external rotation which caused the femur to contact more posterior and the patient may have subluxed posteromedially. There was metalossis in the joint from the femur rubbing on the tibial component as seen in the attached picture of explanted tibia. Cone was removed as we couldn¿t fix rotation. Competitor product perimeter cone used with primary baseplate and stubby stem and rotation was changed to improve contact point.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A field action search identified no quality hold with an r-code as the reason. The complaint is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.